Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or scrolling numbers anomalies were noted. The following cosmetic damage was also found: minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 200 mg/dl. The customer attempted to clear the button error by changing the battery but upon restart the pump endlessly scrolls without button input. Troubleshooting was initiated for the button error alarm. The customer confirmed that he had dropped the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.